Event description:
Journal article was received entitled, quality of life after a subtrochanteric fracture - a prospective cohort study on 87 elderly patients. Wilhelmina ekstroma, gunnar nemeth a,c, eva samnegard, nils dalen, jan tidermark ; injury, int. J. Care injured, 40 (2009), 371¿376: eighty-seven consecutive elderly patients with a subtrochanteric fracture treated with a cephalomedullary nail. The mean age was 83 years and 75 percent of the patients were females. In total, seven patients (8 percent) were re-operated upon during the study period. Specific reference to the long proximal femoral nail reported reoperation for delayed union in one of these 7 patients. Additional complications that were reported were not identified according to specific cephalomedullary nail product. It is unknown if this is a synthes device. This report is 4 of 4 for this complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: injury, int. J. Care injured, volume 40, page 371¿376, 2009. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided.